Manufacturer narrative:
The field event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found an external insulation abrasion breaching the outer insulation at 17.6 cm to 18.4 cm from the connector pin. The damage was consistent with friction to device can. No shorts were found.

Event description:
Related manufacturer reference number: 2017865-2021-18387. It was reported that the patient presented for a follow-up in clinic. It was observed that both the right atrial and right ventricular leads exhibited noise. The leads were explanted and replaced, and the patient was in stable condition.